Event description:
Generator was returned for product analysis. Analysis is being performed. No additional relevant information has been received to date.

Manufacturer narrative:
D9. Device available for evaluation - correction - device was received prior to initial MDR.

Event description:
Generator analysis was performed. Various electrical loads were attached to the pulse generator and results of diagnostic tests demonstrate that accurate resistance measurements were obtained in all instances a comprehensive automated electrical evaluation showed that the pulse generator performed according to functional specifications. The generator battery measured 3.539 volts and found to be at an ifi=no condition. There were no performance or any other type of adverse conditions found with the pulse generator.

Event description:
During implant surgery, high impedance was observed after system diagnostics were performed. Surgeon thought there was an issue with the lead and used a back-up lead. High impedance was not resolved. Back-up generator was used and system diagnostics were performed. The high impedance resolved with the back-up generator. Lead pin insertion was attempted. It was noted by the surgeon, resident surgeon and sterile nurse that there was water in the lead. Vagus nerve was irrigated. Lead was confirmed to be past the header block. It was noted that programming data is available. Programming data was received. It was observed that only one initial system diagnostics was performed and no generator diagnostics were performed. No generator issue is suspected at this time. The unused devices have not been received to date. No additional relevant information has been received to date.